Event description:
It was reported that a patient underwent nasal surgery on (B)(6) 2012 and suture was used. While suturing inside the nasal cavity the needle holder came out without the needle. A c arm was used to locate the needle but the needle was not seen. Follow the surgery another xray was performed in the patient's room and the needle was visible. The patient was returned to the operating room where the needle was removed.

Manufacturer narrative:
(B)(4). Conclusion : the actual device involved in this event was returned for evaluation. The device was visually evaluated. No suture material was returned for examination, it was not possible to determine the cause of the needle detachment. Conclusion: a representative samples was returned for evaluation. It was visually and functionally examined for tensile strength and it met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.